Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 24mm non-abbott balloon, however it was noted that the balloon did not fully expand during the valvuloplasty. At 80% valve deployment the valve appeared under-expanded. The valve was re-sheathed three times but still remained under-expanded. The valve and delivery system were both removed from the patient. A second pre-dilation was performed with a 24mm non-abbott balloon. A new 27mm navitor vision and large flexnav delivery system were used to complete the procedure. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). A trace perivalvular leak was observed. No interventions were required. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.

Manufacturer narrative:
An event of an incomplete stent opening was reported. The valve was returned to abbott for investigation and when examined, there was no evidence of damage or anomalies with the stent. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. The condition of the valve precluded using it to perform functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported incomplete stent opening appears to be related to a combination of challenging patient anatomy (severe calcification) and/or procedural factors (inadequate pre-bav). The reported improper or incorrect procedure or method is related to the valve being re-sheathed more than two times. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Please not per the IFU, revision b, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."

Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. Pre-dilation was performed with a 24mm non-abbott balloon, however it was noted that the balloon did not fully expand during the valvuloplasty. At 80% valve deployment the valve appeared under-expanded. The valve was re-sheathed three times but still remained under-expanded. The valve and delivery system were both removed from the patient. A second pre-dilation was performed with a 24mm non-abbott balloon. A new 27mm navitor vision and large flexnav delivery system were used to complete the procedure. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). A trace perivalvular leak was observed. No interventions were required. The patient remained hemodynamically stable throughout the procedure. The patient did not present with any clinical signs or symptoms. The patient status was stable.